Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they turned up the stimulation because they wanted to make sure nothing had changed. Patient said they haven't had any improvement in symptoms and in fact they were feeling worse and had to go to urgent care and had a bladder infection on sunday and reported an urinary symptoms. Patient was back on antibiotics and has a follow up appointment with healthcare provider (hcp) tomorrow (october 16th). Agent walked patient through how to connect with the implant and activate MRI mode. Patient was redirected with hcp.